Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One 4.8 swiss plus wide fmt (fmsw) was returned for investigation. Visual inspection of the as returned product identified a minimal amount of wear about the mount body and octagon feature. Functional testing was performed for the returned product and it was determined that the mount assembled and disassembled as normal with a mating swissplus implant. DHR review could not be performed, as the lot number associated with the reported product is not available. Therefore, a complaint history review by item number was conducted for the fmsw. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/ product holds for the reported device related to the reported event.

Manufacturer narrative:
(B)(4). Not returned.

Event description:
It was reported that a fixture mount (fmsw) could not disengage from the implant. Mount was damaged during the removal process and another mount was used to complete the procedure.